Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient had several problems with a stroke in the last couple of years. The patient had the stroke 2-3 years ago, and had magnetic resonance imaging (MRI) in the past. The patient had magnetic resonance imaging (MRI) again several months prior to the report, and the healthcare provider (hcp) thought he saw something on the patient¿s brain. It was also noted that the magnetic resonance imaging (MRI) was due to the patient having had seizures and falls. The ¿month before this one I had 8 falls and ended up in physical rehab for a month, but the pump is fine, and it has been going well and has made a world of good for me/had done wonders.¿ after the several falls, the patient hit their head, and after the stroke they ¿just want to check to make sure there is no new damage¿ with the MRI test. The patient also had a spine surgery ¿the first of this year,¿ so they reportedly wanted to make sure that it was ¿still intact¿, and also wanted to check to make sure that the patient did not have a brain tumor. The patient had bad migraines for 3 years until they got the pump; the patient was not migraine free, but reported ¿I can get up at least.¿ the pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.